Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17743255l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1. Pentaray nav eco us, catalog #: d128211, lot #: 17753909l; 2. Lasso nav variable eco us, catalog #: d134301, lot #: 17725310l; 2. Soundstar eco us, catalog #: 10439011, lot #: e8089027. (B)(4).

Event description:
It was reported that a male patient, in his 80's, underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident. The procedure was completed in approximately 5 hours. During the procedure, the patient received a small amount of isozol (general anesthetic). Post-procedure, the patient¿s mental status did not recover as expected. Approximately 1 hour post-procedure, magnetic resonance imaging (MRI)/diffusion weighted imaging (dwi) revealed a cerebral infarction with approximately 50-60% of the right half of the brain and the left occipital region exhibiting hyperintensity. There is no information regarding interventions. Patient required extended hospitalization as a result of the adverse event. On post-procedure day 4, the patient¿s condition was unchanged, as they remained unconscious. Physician did not provide a causality opinion. It was noted that there was no direct relationship between biosense webster, inc. Products and the adverse event. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.